Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change-out due to eri with chronically high lv threshold. The capture was found to be anodal stimulation of the right ventricle. The patient was reprogrammed to troubleshoot for lv capture in clinic a few weeks after implant. The lead was capped and replaced on (B)(6) 2019 due to dislodgement. The patient was discharged.

Manufacturer narrative:
A partial lead with the connector pin measuring 34.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.